Event description:
Caller reported receiving an e-6 (mechanical error) message on the pump. Caller stated buttons are not responding. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).